Event description:
It was reported that the pt had expired. Multiple attempts have been made to obtain info regarding the circumstances of the death from the hcp, without success. Cause of death is unk.